Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition, but was noted to have a cracked screen. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Evidence of the reported complaint was noted in the event history log: error 1720 (B)(6) 2019 8:01:00 pm. Device underwent functional testing, confirming the reported customer complaint. The device was found to be alarming ec 1720, indicating an issue with the back up capacitor, which was then replaced. The problem source has been determined to be unknown. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical cadd-legacy 1, during testing gave 1720 error code. No patient involvement.